Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the account had trouble with five clips from one device. The five clips were applied to the cystic duct and cystic artery. Finished the surgery without an issue. In the recovery room, the pt became hypotensive. So, they took the pt back to the operating room. When they went back to the operating room, they went in laparoscopically and found a large amount of blood (greater than 500ml). The clips were still in place; however, the clips were not tight around the vessel. The ends touched but they did not seal off the vessel. During the reop, they removed the clips and applied new clips from a new device (unk if the same lot number). Unsure in the hospital stay was extended. 2300cc's of blood loss. Possible transfusion. During the reoperation, the pt received 4 units of blood. There was add'l hospital stay from (B)(6) 2014. The...

Manufacturer narrative:
(B)(4).